Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the cgm was 148 mg/dl and the bg was 42 mg/dl. The patient's dad stated the patient was hypoglycemic and felt sleepy so they gave the patient sugar capsules. Afterwards, the cgm was 154 mg/dl and the bg was 38 mg/dl. The patient's dad called an ambulance. The cgm was 154 mg/dl and the bg was 38 mg/dl. Emergency medical technician's gave the patient "IV lr". In the emergency room the patient was treated with "lr and d5". The sensor had been removed from the patient's body. A bg was checked after treatment and it was 108 mg/dl. The patient stayed in the ER overnight. When the patient's bg was 121 mg/dl, the patient was taken home. At the time of the report, the patient as doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. After the patient was given sugar capsule, the patient's blood glucose were taken and it was reported to fall within the d zone of the parkes error grid. No additional patient or event information is available.